Event description:
The pump was programmed to deliver an unspecified concentration of demerol. Specific pump programming parameters were not provided. After an unspecified length of time, the patient reportedly, "because lethargic and difficult to arouse with decreased respirations." The patient was treated with narcan 2mg and responded immediately. The pump was removed from clinical service. The pain management therapy was dicontinued. The customer contact stated "she does not believe the pump was at fault, but the patient received too much narcotic ivp prior to being placed on the pca pump." There was no reported adverse patient sequelae.